Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was not recognized by the system. No known impact or patient consequence was reported. Evaluation found the instrument had charring and localized melting at the grip base between the grips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The maryland bipolar forceps instrument was driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. A review of the instrument logs found no recognition or engagement failures. No product issue was identified. Further evaluation found the maryland bipolar forceps instrument had charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.